Event description:
A non-fasting patient capillary sample was tested, using the suspect device, with results of 343 mg/dl and 544 mg/dl (back-to-back tests). Within 10 minutes, a venous sample was reportedly obtained from the same patient and when tested in the facility's lab, measured 221 mg/dl. Reporter did not indicate if patient was treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, reporter declined, indicating that she believes the discrepant results were due to (unspecified operator error.